Manufacturer narrative:
D4; h4: information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy, the tip broke off the device, outside of the patient. A like device was used to complete the procedure. There was no adverse consequence to the patient.